Event description:
Complainant alleged that during biomed testing, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, power cycling, and performing multiple manual and automatic 30j tests using a test onestep complete cable and pads without duplicating the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.